Manufacturer narrative:
Investigation conclusion: the customer's complaint of correlation issues with d-dimer was not replicated with in-house retain testing of triage d-dimer lot t14826 with an in-house calibrator. No issues with d-dimer recovery were observed, the lot performed as expected. Reviewed the batch record for triage d-dimer lot t14826. The lot met all final release specifications. No issues with d-dimer recovery were observed. Based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. Based on the information available, there is no indication of a product deficiency an no corrective action is required.

Event description:
Event occurred in the USA. Occurred on (B)(6) 2024. Customer reported poor triage d-dimer correlation with sysmex ca 660 with 3 samples. No patient diagnosis or outcome provided. No ae reported.